Event description:
It was reported that during the carotid procedure, an accunet filter was used and two rx acculink stents were placed in the right carotid artery. At the time of stent deployment, the pt intraoperatively, developed left hemiplegia dysarthria symptoms that lasted approximately 30 minutes. There was significant improvement of the symptoms, although the pt was not back to their baseline. An emergent head CT with angiography was performed intraoperatively at the onset of symptoms remained unremarkable. A 2nd head CT was performed post-procedure, at which time a righ mca territory infarct was appreciated. By the follow-up appointment in february, 2005, in pt was back to their baseline. Although the symptoms resolved, it was confirmed that a stroke occurred during the procedure, resulting in prolonged hospitalization.